Event description:
The customer contact reported the device touchscreen needs calibration. The device was returned to the biomedical department with an unsigned note from the ICU stating "touchscreen needs calibration." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delay in therapy while the device was in clinical use. During testing at the user facility, it was found the device touchscreen was out of calibration.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.